Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the right ventricular (rv) lead had fractured while dissecting the leads within the pocket. The implanting physician believed that the electrocautery came into contact with the lead and insulation damage may have occurred. Pacing was measured on the analyzer, which failed and high, undefined pacing impedance was measured. The lead was capped and a different rv lead was attempted to be implanted; however, the new rv lead dislodged during slitting. Upon observation, it was noted that the blue valve portion of the catheter had not been properly slit and the new lead appeared to have become stuck there, leading to the dislodgement. A different catheter was used and the new rv lead that had dislodged, was successfully implanted. No patient complications have been reported as a result of this event.